Event description:
It was reported that the product was implanted in 2008. After the procedure, she felt a hard thing sticking out beneath the skin. There was local skin infection in the area. A few weeks later, she saw "fish bone" like thing sticking out of the skin. She came to the hospital for other surgical disease and also for the problem. Surgeons cut the skin and cut out a 12.5cm memory recoil ring of the mesh. There was no hernia recurrence indication. Three months later - another piece of something like a "fish bone" around 2.8 cm long was found. The incision was a little bit swollen and red.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.